Event description:
The user facility reported that while inserted in the aorta, 15cm's of the tip broke off in the patient and it took an hour for it to be retrieved. Additional information was received on (B)(6) 2025: the procedure performed was an aortogram, right leg angiogram, left iliac angioplasty, and retrieval intravascular device. Additional information was received on (B)(6) 2025: the patient was stable and went home the same day. Catheter broke off while crossing an iliac stenosis getting into the abdominal aorta for an angiogram. Blood loss was minimal. A stiff amplatz wire was through the catheter at the time it snapped off. It was retrieved with a snare catheter.